Manufacturer narrative:
Lot number ¿ the following lot numbers are included in this report: 17n033, 18b055, 18b053, 18d042. For 1 of the 4 reported events, the single use device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. For 2 of the 4 reported events, a photograph of the single use sample was provided for evaluation. Visual inspection of the first photograph revealed fluid inside the bag that contained the device. Visual inspection of the second photo showed evidence of a bladder rupture. The reported condition was verified. The cause of the condition was not determined a batch review was conducted for 18b053, 17n033, and 18d042 and there were no deviations found related to this reported condition during the manufacture of either of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that the bladders of four large volume infusors ruptured. Three of the bladders ruptured before use, and one bladder ruptured during infusion. Of the four events, three did not involve a patient, and one involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information/correction : lot number ¿ the following lot numbers are included in this report: 17n033, 18c055 (previously reported as 18b055), 18b053, 18d042. A batch review was conducted for 18c055 and there were no deviations found related to this reported condition during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.